Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event, on september 20, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Block h10: the tria ureteral stent was not returned; however, a non-boston scientific device was returned. This device appears to be a stent and appears to be calcified. Follow-up attempts to determine if the correct device was returned (and if there was involvement of a bsc device) have been unsuccessful. Taking all available information into consideration, there is no evidence from the manufacturing review to indicate that a device malfunctioned because of a process related defect. The cause of the reported problem cannot be established as the device that was returned is not a boston scientific device. Additionally, without proper evaluation of the device, the most probable cause of the event remains unknown.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was successfully implanted during a procedure. The exact event date was not reported. During a routine follow up, a foreign material was found. It was noted that the stone was adhered and difficult to removed. The implanted stent was successfully removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was successfully implanted during a procedure. The exact event date was not reported. During a routine follow up, a foreign material was found. It was noted that the stone was adhered and difficult to removed. The implanted stent was successfully removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event, on (B)(6) 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a040501 captures the reportable event of stent calcified.